Event description:
It was reported that the purewick female external catheter at the hospital gave patient an allergy and hemorrhoid's. They never changed it for two weeks (B)(6) hospital. No medical intervention was reported. Per follow up via phone on 29jan2025, it was reported that while the patient was in the hospital, the nurses left the same wick on for 2 weeks. It was never changed. Because of this, the patient developed a cyst in her vagina and hemorrhoids, along with a vaginal rash. The patient used a prescribed cream twice a day to help clear up the rash. The patient did not own their own purewick and only used the one at the hospital. No medication was given for the hemorrhoids.

Manufacturer narrative:
The reported issue was confirmed as use related issue as per the reported event and IFU. No sample was returned for evaluation. The root cause identified is "user unaware of time limitation or forgets the patient is using the device." A DHR review was not required because the investigation was confirmed as use related. The instructions for use were found adequate and state the following: "replace the purewick tm female external catheter at least every 8-12 hours or if soiled with feces or blood. Always assess skin for compromise and perform perineal care prior to placement of a new purewick tm female external catheter". "Warnings: never insert the purewicktm female external catheter into vagina, anal canal, or other body cavities. Also states "not recommended for patients who are: having frequent episodes of bowel incontinence without a fecal management system in place. Recommendations: prior to connecting the purewicktm female external catheter to hospital wall suction tubing, verify suction function by covering the open end of the suction tubing with one hand and observing the pressure dial. If the pressure does not increase when the line is covered, verify that the tubing is secured, connected, and not kinked. Ensure the purewicktm female external catheter remains in the correct position after turning the patient. Remove the purewicktm female external catheter prior to ambulation. Properly placing the purewicktm female external catheter snugly between the labia and gluteus holds the purewicktm female external catheter in place for most patients. Mesh underwear may be useful for securing the purewicktm female external catheter for some patients. Assess device placement and patient¿s skin at least every 2 hours. Replace the purewicktm female external catheter every 8-12 hours or when soiled with feces or blood." The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the purewick female external catheter at the hospital gave patient an allergy and hemorrhoids. They never changed it for two weeks jfk hospital. No medical intervention was reported. Per follow up via phone on 29jan2025, it was reported that while the patient was in the hospital, the nurses left the same wick on for 2 weeks. It was never changed. Because of this, the patient developed a cyst in her vagina and hemorrhoids, along with a vaginal rash. The patient used a prescribed cream twice a day to help clear up the rash. The patient did not own their own purewick and only used the one at the hospital. No medication was given for the hemorrhoids.